Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The battery cap was not returned and at test cap was used for all testing. Evidence of moisture was found in the battery canister. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during the investigation. The pump cover was removed to find further moisture corrosion to the printed circuit board and keypad circuit. The power complaint was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.